Event description:
The reporter noted, "after placing and impacting the hollywood implant during a l5-s1 decompression, right side, fixation (with malibu) and interbody fusion (with hollywood), when unscrewing, a little piece chipped off the hollywood implant. Surgery went on to completion. There was no injury at all to the patient. No delay in surgery or adverse effect reported, the patient is doing well."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.